Event description:
Additional information received from the manufacturer's representative (rep) reported the revision was scheduled for (B)(6).

Event description:
It was reported, the laminectomy lead the patient had was lateral to the right and they only received adequate stimulation on their right buttock and leg with electrodes 0-5. The patient had no sensation on the left at all. The doctor will attempt to place a percutaneous lead to the left of the laminectomy lead or remove and replace the laminectomy lead. The patient never had adequate stimulation. The patient was confused at the first meeting and didn¿t have the stimulation on for a period of time. Impedances were fine and programming showed anything other than 0-5 stimulated ribcage. A revision was planned but was not scheduled yet. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer's representative (rep) reported that the issue had been resolved.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).